Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that partial lead was returned. Superficial insulation abrasions noted at 26.5 cm and 36 cm to 39 cm from the distal tip were consistent with that produced by friction to another implantable device.

Event description:
It was reported that the right atrial lead exhibited low impedance. The lead was explanted and replaced.